Event description:
It was reported that the atrial lead showed high thresholds for the last few days. The lead remains in use and further diagnostic testing will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.